Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 7/21/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics which is consistent with a lens that was handled during insertion and then removed. The lens was cleaned, a cosmetic issues (scratches) were observed on the optic body. The complaint issue was confirmed; however, it cannot be confirmed to be related to manufacturing issue due to customer handling of the lens during loading, insertion, and removal and therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4582 provided on the initial report needs to be corrected. The correct h6: health effect clinical code should be 4581. This report is submitted to correct this. Field below updated: section h6: health effect clinical code; 4581 (to capture incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) was partially inserted into patient's right eye and was removed and replaced in the same procedure due to scratch on lens. Procedure was completed successfully using another lens of same modal and diopter. Incision was enlarged but no vitrectomy or sutures were done. Patient is doing well. No further information available.